Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, for unspecific medical reasons. Reimplantation is planned but has not yet occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).